Manufacturer narrative:
Correction to initial MDR: UDI number: (B)(4) - was added in error. The UDI number: (B)(4) that was included, is not associated with riata involved in this event.

Event description:
Correction to initial MDR: UDI number: (B)(4) - was added in error. The UDI number: (B)(4) that was included, is not associated with riata involved in this event.

Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found an external insulation abrasion noted at 40.7-42.2 cm from the distal tip consistent with friction to the device can. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.